Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the clave port remained in the open position; subsequently, blood loss was noted. The locking spin collar of the tubing set was connected to the pt's peripheral catheter. It was reported during an unspecified length of time, the clave port of the tubing set had been accessed multiple times for delivery of unspecified pain medication and for saline flushes. At an unspecified time, the customer contact reported that after an unspecified syringe was removed from the clave port, the silicone sleeve remained in the open position. An unspecified volume of blood loss was noted. The tubing set was replaced and the therapy resumed. There were no reported adverse pt effects and no reported delay of therapy critical for this pt. No medical interventions were required. Though requested, no additional info was provided.